Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter, translated from spanish to english: when cannulating vvp, patient refers pain, it is decided to remove branula and notices broken sheath. After reviewing the case, a foreign body is ruled out inside the patient, awaiting quality failure. Additional information received on 18 feb 2025 is there any impact on the patient? If yes, describe in detail. Pain on removal of catheter with broken polyurethane. Could you confirm the date the incident occurred? (B)(6)2024 patient's age, sex, weight, ethnicity and/or race? No patient history what is the patient's current condition? No history of the patient? Did the patient have any symptoms due to the rupture/leak? Unknown was any extravasation or infiltration identified? No was the device embolized in the patient? No what medication was being administered? Unknown. How was the branula removed from the patient's body? On cannulating vvp, patient refers immediate pain, I decide to remove branula where I realize that the plastic was broken.

Manufacturer narrative:
To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality team. Through examination of the pictures, the needle was observed through the catheter component and the product was used. As a batch number was unknown for this incident, it was not possible to complete a thorough review of the production records. Based on the investigation results, it is possible that this incident resulted from the use of the product. If the catheter/cannula is not rotated 360-degrees during the puncture, a slight resistance may be encountered when removing the cannula. In this situation, the healthcare professional may reinsert the cannula and re-cannulate the catheter, potentially piercing it during the procedure. It is also possible that this incident resulted from product assembly, there may have been an isolated failure in the vision system allowing a pierced catheter to be sent to the customer. However, if the product was pierced prior to use, it would not have been possible to perform the puncture. Improvement actions for the defect of needle through catheter were implemented in a corrective and preventive action plant completed in september 2024. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information